Event description:
It was reported that the device failed to alarm when the co2 cylinder was depleted. As a result, the surgical team experienced restricted visibility compromising the clarity of the operating field. No harm to patient, user or third parties reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: most probable root cause after the investigation and with the inclusion of the log files is a continuous ignorance of the device information that the co2 reservoir is running low on (B)(6) 2024. According to the log files (B)(6) 2024: "at 11:50 a.m., "363: input pressure < 20 bar" was reported, followed by "371: input pressure too low" at 12:01 p.m. At 12:07 p.m., the system reported "373: co2 empty," which automatically deactivated insufflation." The pressure builds up again in the hose after deactivation, the empty bottle therefore was not recognizable when starting up the device on (B)(6) 2024. Due to the ignorance on (B)(6) 2024., the unit stops insufflation within 6 seconds and this was may not detected by the user and he felt like the unit did not display the alarm. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).